Event description:
The customer obtained a non-reproducible vitros amon quality control result (qc lpvi f2093= 269.3 vs. Expected result= 173.3 mmol/l) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros amon patient sample results were questioned. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible vitros amon quality control result was obtained on a vitros 5,1 fs chemistry system. There was no evidence that a reagent issue contributed to the event. An ocd field engineer cleaned the microslide incubator and replaced the incubator evaporation caps to return the system to expected performance. The root cause of the event is instrument related.